Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the staple guide noted that the instrument was fully applied. Further inspection noted that the green bar was visible in the indicator window and the safety feature was broken. The staple guide was observed to be attached to the instrument with no damage to the staple guide. After actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. Microscopic evaluation of the pushers noted staple markings. The anvil was not received. Since the anvil was not received, a representative anvil was used for testing. The wing nut functioned properly but the safety was broken off. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely. The device also produced all audible, tactile and visual indicators. It was reported that the staple did not deploy. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the latch was forced into disengagement prior to green indicator visibility. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the safety will not release if the green bar is not visible in the indicator window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy which turned into low anterior resection (lar), when the colon was being resected, the device fired and was cut without stapling. Another surgeon had to be called in to assist, and had to resect more of the lower part of the colon than they had to. The surgery time was extended by 30 minutes or more. It was noted that the patient did not need an ostomy and ended up needing a wash out due to abdominal wall cellulitis. A new circular stapler was used to resolve the issue.

Manufacturer narrative:
New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sigmoid colectomy which turned into low anterior resection (lar), when the colon was being resected, the device fired and was cut without stapling. Another surgeon had to be called in to assist, and had to resect more of the lower part of the colon than they had to. The surgery time was extended by 30 minutes or more. It was noted that the patient did not need an ostomy and ended up needing a wash out due to abdominal wall cellulitis. A new circular stapler was used to resolve the issue. Moreover, four days postoperatively, the patient had come back for another surgery due to a leak and three different stapler reloads were used to resolve the issue.